Event description:
A site operating room coordinator reported one of the spine clamps needed to be replaced. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
The adjustment screw threads are damaged, but the damage is toward one end of the travel and the effect is minimal. The head of the screw is slightly rounded out, but again, the effect is minimal. The clamp is in otherwise good condition. Directly caused event.